Manufacturer narrative:
(B)(4). The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. Evaluation summary: a visual and functional inspection was performed on the returned device. The reported inflation issue and material rupture (loss of pressure) were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the inflation issue; however, factors that may contribute to inflation issues include, but are not limited to, inflation technique, contrast concentration, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed using a 2.5 x 48 mm xience xpedition stent delivery system (sds). After pre-dilatation was performed, the sds was advanced to the target lesion and when attempting to inflate the balloon, the balloon could not hold pressure and failed to inflate. The sds was removed and the procedure was successfully completed with a 38 mm xience sierra stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The investigation was unable to determine a conclusive cause for the reported material rupture; however, factors that may contribute to material ruptures include, but are not limited to, material damage, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.